Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable high a1c-2 tina-quant hemoglobin a1c gen.2 results from cobas integra 800 serial number (B)(4). On (B)(6) 2016, the customer found the qc was out of range on initial and repeat testing, but was in range on another integra 800 instrument. The customer unloaded the reagent cassette and ran qc on new reagent cassette with results that were ok. The customer then repeated patient samples which were tested on this integra 800 on (B)(6) 2016 and found 19 samples with results different from the initial testing. Refer to the attachment to the medwatch for all patient data. All of results were reported to the physician. There was no adverse event. Based on the qc results and the fact that qc was in range on the new cassette without recalibration, the investigation determined the reagent had deteriorated. A specific root cause could not be identified. A possible cause could be incorrect storage in a cold temperature.